Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The ceramic tip of the resectoscope shaft is broken. A burn mark is visible on the inside. Metal beads are deposited on the fracture surface. The loop is completely bent. The electrodes have melted off - both the working electrode and the neutral electrode. The working element that was also sent in shows no traces of burning. The optic that was not sent in was checked by the distributor - no burns are visible here either. Due to the lack of damage to the working element and the optics, as well as the damage pattern on the electrode and shaft, the following damage process can be assumed: the working and neutral electrodes were bent and were too close together, so that the current flow did not take place via the tissue but directly between the electrodes. The ceramic beak was destroyed by the heat generated. The temperatures must have been far above 1500 ° c, because a metal bead was deposited on the ceramic fracture surface, which cannot be detached. No indication for a material defect or manufacturing problem. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that the ceramic insulation of article 26050 ca broke during the surgery. Furthermore, the bipol. Resectoscope loop 26040 gp1 broke too. No harm to patient / user / third parties reported.